Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the customer withdrew 20-100 units of insulin from the cartridge when the insulin gauge displayed 0 units. Subsequently, cold insulin was used to fill the cartridge. The customer's blood glucose level ranged from 125-145 (mg/dl). At the time of the reported event, the customer received an accurate fill estimate.